Event description:
It was reported that the iron pad of the programmer printer was broken as well as that the code could not work when it was connected to the 5104 adaptor. Follow-up indicated that the socket into the 5104 adaptor did not work. The programmer was returned for service. It was further noted that there was no patient impact as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis verified that the printer was not working due to a broken micro switch. It was also noted that the programmer failed most chart recorder tests due to a bad printer.